Event description:
It was reported that after the intra-aortic balloon was in use for 3 days, removal was attempted and resistance was encountered. Surgical removal was performed with no patient complications.